Event description:
Customer reported experiencing differences between sensor glucose readings and blood glucose readings. Customer also reported receiving some predicted low alerts. Blood glucose level was 182 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.